Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, when the surgeon approached the device to the tissue in order to use it for firing, it was unable to fire. The surgeon approached the device to the tissue several times and made a minor adjustment. It seemed that after pressing the green button, he/she also performed release action and there was a high possibility of pre-fire. The procedure was completed with another device. There was no patient injury.